Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the pump suddenly stopped in the process and caused high pressure alarm. After the pump was restarted, it kept alarming. The customer found that the baseline demonstrated "tooth wave" instead of straight line. The pump was removed for investigation. Additional info received on (B)(6) 2010 from the distributor stated that the pump was not on a pt and that "the pump alarmed when it was detected."